Manufacturer narrative:
A field service engineer (fse) followed up with the site via telephone and advised customer to make fresh wash and allow it to sit for 24 hours before use. The fse contacted the customer the following day and customer indicated that the analyzer has been running without error. Customer did not want onsite service. A 13- month complaint and service history review for serial number (B)(4) from the date of 02jun2020 through aware date of 02jul2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [ws] a washer deficiency occurred. Error message: [2236] bf probe 2 suction failure. Cause: the overflow sensor 1 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173.

Event description:
Customer reported getting random ws flag wash shortage along with error 2236 washing incomplete. Customer indicated that the wash bottle is nearly full and was placed on the analyzer the other day and since that time they have ran approximately 20 samples without any error. The technical support specialist (tss) advised customer to clean the wash bottle electrodes to verify that wash is going into the waste bottle. The tss also instructed customer to supply a new previously made bottle of wash solution and to perform multiple bf wash primes without error. The customer ran quality control (qc) and was still having possible washing issue and stated that a preventative maintenance (pm) was just performed 2 weeks prior to the reported complaint and ever since the pm was done, the site has had to calibrate multiple assays multiple times due to qc being out of range and multiple assays being out of range both low and high. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting luteinizing hormone (lh ii) and follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.